Event description:
A customer reported an interlink luer lock injection site which had popped off because of power injections. The customer was informed that the interlink luer lock injection site is not approved for power injection. The customer was provided additional information regarding the product and products that are approved for power injection. There was patient involvement but no injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The root cause could not be identified. A batch review could not be performed as the lot number was unknown.

Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed nor duplicated. If additional information becomes available, a follow-up report will be submitted.